Event description:
It was reported that an 82 year old male patient, who had bilateral knee replacements and was implanted with recalled poly, presented to the surgeon¿s office with complaints of pain, swelling, instability and dissatisfaction with both their tka¿s. The left knee hurt more than the right at this time however, the surgeon noted on the x-ray that the right knee looked worse with poly wear and possible loosening of the implants. No revision of the right knee has occurred at this time. X-ray provided. No further information the left knee was revised on (B)(6) 2023 and was reported under (B)(4).

Manufacturer narrative:
D10: concomitants: 200-04-34 - cemented finned tib. Tra sz 3f/4t (B)(6). 200-05-26 - inset patella 26mm (B)(6). 230-03-03 - optetrak asy, cr cemented femoral, sz 3, (B)(6). 200-73-09 - cr tibial insert sz 3, 9mm, slope ++, (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, g. The incident reported was likely due to pain and instability, or due to the packaging recall of the polyethylene. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis. Prosthesis wear of the polyethylene components and loosening could not be confirmed and as images of the explanted devices were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.